Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2002 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted deeply adherent and encapsulated mesh just deep to the umbilicus with omental adhesions. It was reported that the patient experienced adhesions, mesh shrinkage, hernia recurrence and pain and suffering. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/25/2020.